Manufacturer narrative:
This product is not marketed in the us. (B)(4). Lens was returned dry, in a micro-centrifuge vial, clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 _13.7, -07.00 diopter, implantable collamer lens into the patients rightft eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.